Event description:
Procedure type: colon resection. According to the reporter: the device locked on the tissues after it was fired and could not be reopened. The surgeon had to cut the tissues and a second device was used to finish the intervention. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).